Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr procedure for the aortic position with a 23mm sapien 3 valve, a 14 fr esheath was inserted through a cutdown of the femoral artery. There were no abnormalities detected when inspected prior to use. The sheath was inserted with no resistance. The valve was deployed in the targeted position successfully with nominal volume. When removing the sheath the distal tip of the sheath was found to be damaged. During the pre-decontamination of the evaluation a radial tear was observed on the hdpe at the distal tip. The device will be evaluated.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. A radial tear was observed on the hdpe at the distal tip. The torn material appears to be stretched and there is a tear below the horizontal score line. Scratches were observed on the distal end of the shaft. The strain relief remains intact. The sheath liner is fully expanded as designed. The liner remains intact at the tear location. There was no observable damage on the soft tip and no other abnormalities. Due to the condition of the device, no functional testing was performed. Additionally, due to the nature of the complaint, no dimensional inspection was performed. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other similar complaints. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a pra, which captures root cause analysis for the issue. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The torn distal tip of the sheath was confirmed based on the condition of the returned device. Investigation of device, lot history, and DHR revealed no indication that a manufacturing defect contributed to the event. A manufacturing non-conformance/defect was not confirmed. No IFU/training manual deficiencies were identified. Evaluation of the device revealed that score lines were present on the sheath distal tip, but did not open along the score lines and tore. Per visual inspection, the damage is characteristic of sheath tip tear events identified in a pra. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip during thv advancement. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for difficulties withdrawing the sheath resulting in tissue damage - minor/ procedural delay, which did occur during this event. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within control for complaint code "sheath distal tip - torn". The pra remains applicable and no further action is required.